Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/2/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and at the start of ablation, contact force showed hi. The ablation was stopped and restarted and each time ablation was restarted, the force value remained high. The cable was changed but the issue continued. The catheter was then changed and the issue resolved without patient consequence. The issue of high force value is not reportable. The potential it could cause or contribute to a serious injury or death is remote. Therefore, the observed high force has been assessed as not reportable. The bwi failure analysis lab received the device on 5/2/2018 for evaluation. The 5/2/2018 failure analysis lab (fal) findings of reddish residue were found inside the clear pebax sleeve. No visual damages were found. The issue with the reddish material inside the pebax is not reportable. On 5/28/2018 fal findings the catheter was reviewed and reddish material was found inside the pebax. No exposed metal was observed. There was no physical damage found in the integrity of the pebax. The reddish material found inside the pebax is not reportable. This event is being reported because on 6/7/2018 the fal findings from the scanning electron microscope (sem) showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. A hole in the pebax is a reportable issue. The awareness date has been reset to 6/7/2018.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and at the start of ablation, contact force showed hi. The ablation was stopped and restarted and each time ablation was restarted, the force value remained high. The device was inspected and reddish material was found inside the pebax, no visible damage was observed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. During the test, the temperature was not observed, for this reason the force feature was unable to perform, however, no force errors were observed during the carto test. Then, electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of spec. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref no: (B)(4).